Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 07 may 2025, prior to a port placement procedure using an MRI powerport isp, the flushable sheath could not be flushed properly and had suction issue. After inspection, it was found that there was plastic material stuck inside the dilator, making it impossible to flush the tubing and insert the guide wire. Due to quality issues, the device could not be used, and there were no spare flushable sheaths in the operating room. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided for review. The photo shows an opened pack of the catheter kit containing straight non-coring needle, one right angle non-coring needle, one syringe one guidewire in a guidewire hoop, one vein pick and one implantable port attached to a catheter along with cath lock. Therefore, the investigation is inconclusive for the reported difficult to insert, flush, obstruction of flow and suction issues as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6)2025, prior to a port placement procedure using an MRI powerport isp, the flushable sheath could not be flushed properly and had suction issue. After inspection, it was found that there was plastic material stuck inside the dilator, making it impossible to flush the tubing and insert the guide wire. Due to quality issues, the device could not be used, and there were no spare flushable sheaths in the operating room. There was no patient contact.